Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reports patient was injected with two injections of juvéderm® voluma¿ with lidocaine to the chin, marionette lines and jawline. No evidence of infection after treatment. Patient reports injection site swelling which is normal immediately + for several weeks after treatment. 6 months post injection, patient developed lump inside the mouth, right side. Gradually increasing in size over the next 6 weeks. The following month, lump developed in the same position on the left side, also gradually increasing in size. Firm mass, mobile, approximately 2 cm x 2 cm, in marionette folds, non-tender, no erythema, not hot to touch. Firm, non tender lumps at the jawline also developed. Small lumps appeared on jaw. Patient "systematically well - no fever, no malaise, no lethargy." Per hcp, "granuloma likely secondary to ha dermal filler." No report of biopsy. Hyalase, triamcinolone and doxycycline provided as treatment.this is the same event and the same patient reported under MDR ID# 3005113652-2020-00666 (allergan complaint #2280744). This MDR is being submitted for the first juvéderm® voluma¿ with lidocaine injection.

Manufacturer narrative:
Concomitant medical products: concomitant therapies: alendronate acid, omeprazole, beta blockers (atenolol), adcal. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reports patient was injected with two injections of juvéderm® voluma¿ with lidocaine to the chin, marionette lines and jawline. No evidence of infection after treatment. Patient reports injection site swelling which is normal immediately + for several weeks after treatment. 6 months post injection, patient developed lump inside the mouth, right side. Gradually increasing in size over the next 6 weeks. The following month, lump developed in the same position on the left side, also gradually increasing in size. Firm mass, mobile, approximately 2 cm x 2 cm, in marionette folds, non-tender, no erythema, not hot to touch. Firm, non tender lumps at the jawline also developed. Small lumps appeared on jaw. Patient "systematically well - no fever, no malaise, no lethargy." Per hcp, "granuloma likely secondary to ha dermal filler." No report of biopsy. Hyalase, triamcinolone and doxycycline provided as treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00666 (allergan complaint #(B)(4)). This MDR is being submitted for the first juvéderm® voluma¿ with lidocaine injection.